Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display of insulin pump had screen solid white with a vertical line. The customer¿s blood glucose was 71 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.